Manufacturer narrative:
The insulin pump was received with intermittent button response on the act button due to corroded keypad traces noted, alarmed during test due to faulty electrical component on the radio frequency board, moisture damage was found on the lcd board noted, corroded motor housing noted; no corrosion was found on the motor home switch. No unexpected change sensor alarms or button error alarms noted during testing. The insulin pump passed displacement test. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.